Manufacturer narrative:
Patient information is unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. Additional procodes: hwc, ktt. Complainant part has not been returned for manufacturer review/investigation. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported about a revision of peri-prosthetic fracture fixation (B)(6) 2018. The initial implantation occurred (B)(6) 2017. On (B)(6) 2018 a revision for a broken plate/non-union occurred: a two (2) part oblique fracture distal to total hip joint replacement. The plate and a proximal screw broke with no healing and the devices were removed; fixation was then revised. Related products: 02.120.601s: 2 x locking attachment plate 4 holes. 02.120.605s: 2 x connection screw. 298.801.01s: 2 x 1.7 cerclage cable with crimp. Unk - screws: cortex: 8 x 3.5 cortex screw. Unk- screw locking: 1 x 5.0mm locking screw proximal. This complaint involves two (2) devices. This complaint is for a plate. This is report 1 of 2 for (B)(4).

Event description:
Initially, patient was implanted with curved broad plate, two (2) locking attachment plates, two (2) connection screws, two (2) cerclage cables, eight (8) cortex screws, four (4) lcp screw, and locking screw proximal on (B)(6) 2017. Hardware was removed and fixation was revised. There was no surgical delay. Patient outcome is normal. Concomitant device reported: locking attachment plate 4 holes (part #02.120.601s, lot # unknown, quantity 2), connection screw (part #02.120.605s, lot # unknown, quantity 2), 1.7 cerclage cable with crimp (part #298.801.01s, lot# unknown, quantity 2), 5.0 unknown lcp screw (part # unknown, lot # unknown, quantity 4), 3.5 unknown cortex screw (part #unknown, lot # unknown, quantity 8), 5.0mm unknown locking screw proximal (part #unknown, lot #unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: UDI a device history record review was performed for the subject device: article number: 226.682s. Lot number: l245337. Release to warehouse date: 06.jan.2017. Expiry date: 01.dec.2026. Manufacturing site: grenchen. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.